Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-32087. Related manufacturer reference number: 1627487-2020-32089. Related manufacturer reference number: 1627487-2020-32091. Related manufacturer reference number: 1627487-2020-32093. It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent a system explant. The patient's ipg and one lead were explanted, while the other three leads remained implanted due to issues explanted them (related manufacturer reference number: 1627487-2020-32085).

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned cut and incomplete; therefore, the device could not be fully analyzed. Only 23.0cm of a terminal end segment was received. Visual inspection identified instrumentation damage on the outer tubing. No broken wires were observed. Continuity testing of the lead segment did not reveal any electrical opens. The root cause of the issue could not be determined.